Event description:
It was reported that the procedure was cancelled. A patient presenting with acute myocardial infarction was taken to the catheterization unit for intervention. The 60% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). After successful balloon angioplasty in the proximal-to-mid rca, a 3.0 x 32mm synergy shield drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion and became kinked at the tip upon collision with the lesion. The device was removed, and further dilation was attempted using a semi-compliant balloon, but stent delivery remained unsuccessful. The procedure was ended, and the case was referred for rescheduling. No patient complications were reported, and the patient condition was stable.